Event description:
Health professional reported right side deflation and overfilling of implant. Device was explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory the device was reviewed, and it was found a void on valve (vv) side out of specification, assessed as a workmanship, which is not related to the reported complaint. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Health professional reported right side deflation and overfilling of implant. Device was explanted.

Manufacturer narrative:
The reason for reoperation was due to deflation. Device evaluation: analysis of the returned device identified flat creases. Leak test and microscopic analysis were performed which identified device did not leak, delamination of valve (<75% partial separation) and also observed air void in the valve area. Valve area is out of specification due to workmanship issue. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a workmanship issue due to an air void in the valve area, and delamination that did not cause leakage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation and overfilling of implant. Device was explanted.